Manufacturer narrative:
Training fcq fully inspect all wheelchairs, especially functional issues. Responsible person: (B)(4). Training assembly workers, following sop. Transportation protection should be properly applied. Responsible person: (B)(4).

Event description:
Customer states the wheelchair veers to the right and the left wheel is tilted inward.